Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available. Media provided by the customer showed that the tip was broken.

Event description:
It was reported that catheter issue occurred. Post-stenting in the circumflex artery, an opticross catheter was selected for intravascular ultrasound examination of the target lesion. During the procedure, the catheter became stuck on unknown wire and was sheared off during removal attempts. The entire system was removed as one unit. No patient complications were reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that catheter issue occurred. Post-stenting in the circumflex artery, an opticross catheter was selected for intravascular ultrasound examination of the target lesion. During the procedure, the catheter became stuck on unknown wire and was sheared off during removal attempts. The entire system was removed as one unit. No patient complications were reported.